Event description:
A malfunction was reported by the customer, but no specific blood glucose information was provided. There was no adverse impact to the customer's blood glucose level. Attempts were made to reset the pump, but malfunctions persisted. The device is set to be returned for further investigation, and a replacement pump has been arranged for the customer.